Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl, which was addressed with a correction bolus. Reportedly, incorrect settings had been input by the health care provider's (hcp) assistance. The customer wanted assistance increasing her maximum bolus settings per request for hcp. Tandem technical support assisted the customer with the requested changes to the settings.